Event description:
Additional information indicated the pump was reprogrammed on (B)(4) 2013.

Manufacturer narrative:
Product ID: 8835, serial# (B)(4), product type: programmer. Patient product ID: 8781, serial# (B)(4), implanted: (B)(6) 2012, product type: catheter. (B)(4).

Event description:
It was reported the patient experienced underdose symptoms and a return of symptoms with increased pain. Patient stated the personal therapy manger (ptm) would not work and gave an error code of 8478. The patient noticed the pump was alarming at this time which was approximately 10 am on (B)(6) 2013. The patient contacted the managing physician and went in a week early for a refill and assessment of pump alarm. The pump was interrogated and it was noted the pump was in safe state on (B)(6) 2013. The physician reprogrammed the pump to normal infusion mode and performed a refill without incident. The physician increased the oral medication to treat withdrawal symptoms. The patient status was alive; no injury. The pump was delivering baclofen and morphine. It was later reported it was a dual tone alarm. The ptm code of 8478 indicated safe rate in use. The pump was delivering in minimum rate. It was related to device or therapy. The severity was mild. The outcome was resolved without sequelae. It was also reported the pump was delivering dilaudid and baclofen. It was unclear what medication was in the pump.